Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibial impaction tip cracked when impacting the tibial implant. No delay was caused, all pieces of the cap were located and have been removed from the field. Also, the patella drill hudson attachment was getting stuck on the power tool and became difficult to dislodge. No delay was caused, the item was removed from the hudson using pliers and was removed from the field.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibial impaction tip cracked when impacting the tibial implant. No delay was caused, all pieces of the cap were located and have been removed from the field. Also, the patella drill hudson attachment was getting stuck on the power tool and became difficult to dislodge. No delay was caused, the item was removed from the hudson using pliers and was removed from the field.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received indicated that the tibial impaction tip did break into two pieces cleanly, not more.